Manufacturer narrative:
Date of event: december 2020/january 2021. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that over the past three or four months the vascular surgeon team had to do a repair due to an unknown issue after the angio-seal deployment. They reported that the patient ended up needing vascular cut down surgical repair due to a hemostasis not being achieved. At cutdown it was noted that the angio-seal (as) footplate & suture was sitting in the extraluminal soft tissue. It was also observed during the surgical intervention that the footplate was a bent in a u shape. The doctor stated that when deploying the angio-seal (as) device he noted difficulty when doing the pullback action, he thought it was harder than it should be. Additional information was received on 13 apr 2022. The procedure occurred on an unknown date between december 2020 and january 2021. The patient was either an angioplasty patient or an interventional neuro patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the catalog number in section d4 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for post deployment complications based on the complaint allegation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).